Event description:
During a review of the pt's programming history, it was noted on (B)(6) 2009, that the pt was interrogated at disabled settings. The last known previous data for the pt from (B)(6) 2008, showed the generator to be at intended settings. A partial programming event was then seen on (B)(6) 2009, prior to the pt's leaving the office. It is not known if the programming attempt was made to restore the pt's settings to therapeutic levels. The settings were re-enabled on (B)(6) 2009. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.